Event description:
It was reported that for a symptomatic patient lead dislodgement was noted via review of x-ray. The lead was explanted and replaced when repositioning was unsuccessful. The patient did not suffer any adverse reactions.